Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. An event history log review revelated "improper shutdown!" Messages but this message displays the next time the pump is powered on after all power source to the pump were lost which cannot be used to determine the means by which the power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "powers off when battery is moved" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when battery was moved during testing at the biomedical service department. There was no patient involvement. No additional information is available.